Manufacturer narrative:
The investigation has been completed. No product was returned. The root cause of stroke and ventricular fibrillation cannot be determined since the product was not returned and insufficient clinical details were provided. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient on impella 5.5 with a history of cerebrovascular accident (cva) was taken for a head computed tomography and found a new ischemic cva. Heparin was held. Additionally, the patient experienced ventricular fibrillation arrest that required 33 shocks. Care was ultimately withdrawn and the patient expired. Medical safety review of the event was completed, there is not enough evidence to exclude the impella as an associated factor in the patient's outcome. Although the demise is unlikely for the impella pump given anticipated misuse: patient post-surgery with activated clotting time subtherapeutic for impella use due to the bleed potential.